Event description:
The customer reported via phone call that the insulin pump has alarmed no delivery multiple times with different infusion sets. Blood glucose value is unknown. The customer also reported the insulin pump may have alarmed motor error once. A loaner insulin pump would be sent and customer was advised to talk to the hospital about replacing the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.